Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 3 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. Hence, the meter is exhibiting signs of the memory overwrite malfunction. The customer also reported she experienced dizziness 2 weeks prior, and her nephew took her to the emergency room at hospital. She was diagnosed with severe hyperglycemia associated with dehydration and an IV was given with an unknown solution. It was noted that the customer was using expired test strips. There was no report of death or permanent impairment.